Manufacturer narrative:
B5: the process step was during testing. There was no patient involvement. H10: the device was received for evaluation. During functional testing, the reported 'blank/white' screen was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a blank white screen during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.